Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported they were having difficulty charging their controller since about a month ago and now the controller does not turn on. Patient mentioned the controller flashed medtronic then went black. Patient mentioned when they charge the controller from the wall the light the controller would not come on and agent understood as the green light. Patient mentioned their controller would be reset but that did not resolve the issue. Patient mentioned they keep getting memory problem and occurs every time the controller comes on. Patient mentioned they would try over and over and they would finally get the controller to charge to get by. Patient notified manufacturing representative (rep) of the issue probably 2 weeks ago via phone and advised patient to contact patient services for further troubleshooting. Agent instructed patient to check for damage; no damage to controller port and battery pack contacts. Agent walked patient through resetting their controller; controller showed memory problem and patient was able to correct date and time. During troubleshooting patient mentioned they could hear something rattling inside the controller and the controller was not recognizing their finger when they went to unlock their controller. Agent instructed patient to unlock controller; controller showed blank/white and ins 30% with no green light flashing on controller. Agent instructed patient to remove and reinsert li battery pack. Patient confirmed green light was flashing on controller and controller showed 100% recharging and ins 30% . Agent instructed patient to remove controller from ac power supply then controller went black and was not responding to the physical buttons on the controller. Agent walked patient through resetting their controller; agent confirmed ins showed 30% and controller showed white with no color shaded in batteries icon indicating the controller was depleted and explained why controller went black when removed from ac power supply. Agent confirmed controller was recharging and a green flashing light was visible. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient mentioned they have nerve damage in their hands and their hands don't move right. Additional information received from patient. Pt called back stating that they received the replacement controller ad that they got the controller paired to their ins but now the controller said that it couldn't recharge the ins. Pt saw recharging not available cannot continue install mdt battery pack and try again (78). Agent had the pt place the battery pack from the old controller into the new controller. Pt attempted to recharge the ins and saw no device found. Pt said that the ins had been dead for about three weeks. Pt repositioned the recharger and then saw the batteries screen with the controller at 90% and the ins in the red with recharging excellent. Additional information received from patient. Patient called back and stated that they had gotten everything working yesterday when they called and continued to recharge their implant for quite a while and fell asleep. Patient stated they assumed the implant was fully charged when they woke up, however, today the controller just keeps saying no device found when trying to turn stimulation on. Agent had patient try connecting to the implant with the recharger connected to the controller. Patient confirmed they were recharging excellent with the controller at100% and the implant at 60%. Agent instructed patient on turning stimulation on; patient confirmed they could feel it and it felt really nice after 3 weeks without it. Agent reviewed with patient that the controller appears to be not fully paired to the implant. Agent redirected patient to their clinician to unpair and re-pair the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# /serial# (B)(6), product type programmer, patient. H3 device evaluation: analysis found that the device had a reliability non-conformance due to a damaged front case; screw holes were stripped causing case separation. The patient programmer serial number has been updated. D9 and h3 refer to the patient programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.